Manufacturer narrative:
Concomitant medical products: 439888, lead, implanted: (B)(6) 2021. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the cardiac resynchronization therapy pacemaker (crt-p) pocket had eroded, resulting in an infection. The system was removed. During the extraction, the tip of the right atrial (ra) lead broke off and was left in the patient's atrium. The patient was treated with antibiotics and received a new system a few days later. No further patient complications have been reported as a result of this event.